Event description:
Failure of mayo total ankle. Andle removed and insertion of a revisional agility type total andle arthroplasty using a stemmed talar component with fusion of tibiofibular syndesmosis.